Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for alinity c ict reference solution lot 45353un20. Trending review determined no adverse trend for falsely elevated results for the product. Return testing was not completed as returns were not available. File sample analysis was not performed as the issue appears to be isolated to this instrument and the empty bottle of ict reference solution. Repeat testing after replacing the empty bottle was acceptable. The customer did not notice if an alert was generated about the low volume of the solution prior to testing the samples. User error may have contributed to the issue as the ict reference solution bottle was found to be empty. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false depressed sodium on a patient sample processed on the alinity c processing module. Initially, the patient sample generated sodium <100 mmol/l and repeated 108 mmol/l. The same sample later repeated in the normal range on another alinity c processing module. The operator stated the ict reference solution was dry and did not notice if an error was generated for replacement. No specific patient information was provided. No impact to patient management was reported.